Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1j1j4, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the lead fractured upon removal and the two most distal electrodes remains in the sacrum. No patient symptoms and no further complications were reported.